Manufacturer narrative:
Failure analysis revealed that the fiber is broken within the outer flow tubing at open end. The fiber was tested with hene laser fixture, aim beam was visible at fiber break. The glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks, and severe contamination, likely biologic. Based on the device analysis, the probable root cause of the failure is: excessive bending and heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Analysis of the returned device revealed that the fiber is broken. There were no patient complications reported due to this event.